Event description:
It was reported that during the procedure, while implanting the device, the screw broke off. All the pieces were removed. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One (B)(4) biosure peek 8x30mm screw returned. Dimensional inspection confirmed this was an 8x30mm product. The complaint stated: ¿the screw broke off.¿ there is obvious damage attained. The major diameter of the distal threads are disfigured and the body has been fractured. The appearance is consistent with off axis rolling with attempted insertion. There is also vertical damage that is symptomatic of entanglement with another device or guidewire. A recommendation is critical for ease of insertion and successful anchoring. ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Breakage of the screw or loss of fixation may occur if the insertion site is not prepared with the recommended smith and nephew drill and/or tap prior to implantation. Excessive force should not be placed on the delivery instrument.¿ no root cause related to the manufacturing of this device was confirmed.